Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles in the reservoir and tubing. The customer's blood glucose was unknown. The customer stated the air bubbles were large in size. The customer stated they have changed out the infusion set, but the air bubbles persisted. Customer stated they did not rewind the insulin pump with the reservoir in place. The customer stated the insulin was stored at room temperature. Customer stated they were not priming air out of the reservoir after filling, causing the air bubbles. The customer declined to return the reservoir for analysis.